Event description:
According to the reporter, the surgeon went across the vena cava with the stapler. The surgeon noted bleeding in the case. It was repaired with a suture. Overnight, the patient had to go back to the operating room with bleeding. On (B)(6) 2015 medtronic was notified of the patient's death. The device was discarded and will not be returned for investigation. Another manufacturer's reinforcement material was not used.

Manufacturer narrative:
(B)(4)

Event description:
During extended right hepatectomy to treat a hilar cholangiocarcinoma, the base of the middle hepatic vein was ligated using an endo gia universal vascular load stapler. The stapling device was applied in the standard fashion. After firing the stapler an opening was noticed in the vena cava where the base of the middle hepatic vein had been.